Event description:
It was reported the customer had a blank display on the insulin pump. The caller reported the blank display was present since (B)(6) 2015. It was also reported the customer was unable to remove the battery cap on the insulin pump. Customer's blood glucose was 400 mg/dl. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Pump monitored for several days and no blank display noted. Pump received with normal operating currents. No damage found on the capacitor isolation tape noted. Pump received with stripped battery cap coin slot, minor scratched lcd window and cracked belt clip slot.this MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.